Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, while in automated mode, the patient's blood glucose readings were low for most of the night, decreasing to 2.6 mmol/l (47 mg/dl). The patient consumed carbohydrates and cola which did not improve the levels. The patient concluded that the pod was delivering too much insulin. The pod was worn between 25 and 36 hours on the arm. At the time of reporting the patient's blood glucose level was 6.7 mmol/l (121 mg/dl) on the dexcom application and 8 mmol/l (144 mg/dl). Dexcom were notified on the event (B)(6) 2026.